Event description:
It was reported that "dr (B)(6) tried to insert the above cage with 2 different inserters (straight and curved) and the cage would not stay on the inserters."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.